Manufacturer narrative:
The facility provided additional information regarding the incident. The hospital staff had smelled a burning odor and was alerted to the issue. When they went in the patient¿s room there was a spark that came from the cable and a flame developed for approximately 15 seconds, then it put itself out. The patient was intubated and never breathed in any smoke. The resident disconnected the a-line and cvp and removed the monitor and cables from the room. The patient was being prepared to be removed from the room; however, the fire department arrived and deemed the area safe. A fire extinguisher was brought in and the fire alarm was activated as a precaution. There was no hospital staff or patient harm or injury. The product has been received for product evaluation; however, the findings are not yet available. When the findings are available, a supplemental report will be submitted. Refer to the power supply cord submission 2015691-2018-05187.

Manufacturer narrative:
One evpsa110 power adaptor was received for evaluation. The evaluation found that where the ac power adaptor plugs into the power supply block, that it was melted. The brick was also melted. The root cause is consistent with liquid ingress to the power adaptor which caused a spark and melting of the adaptor. The IFU includes a warning that instructs the user, ¿do not allow any liquid to come in contact with the power connector . . . .[or] allow any liquid to penetrate connectors or the openings in the case.¿ the facility has been contacted by letter regarding the IFU warning and the edwards clinical field representative has contacted them regarding the issue. This is not a systemic or design related issue. There is no indication that a manufacturing defect contributed to the failure. The reported event was confirmed by evaluation. The root cause is consistent with liquid ingress and customer mishandling. There will be no further actions taken at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. The device service history record review was completed and all manufacturing inspections passed with no non-conformances. Refer to submission 2015691-2018-05187 for the cable assembly involved and 2015691-2019-00124 for the ethernet cable involved.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The unit is expected to be returned for analysis; however, it has not yet been received. Upon the return of the unit, a supplemental report will be sent with the investigation results. Additionally, a device history record review has been initiated to ensure that the device met all specifications upon distribution and there are no previous service record findings.

Event description:
It was reported that during use, saline dripped onto the power supply cord of the ev1000. As a result, there was a spark and the cord melted. There was no patient harm or injury. Patient demographics were requested and not provided.